Event description:
Hill-rom received a report from the account stating the head section would self-run down after the down button was pressed and released. The bed was located in ICU at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the right side ucm was the issue. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The tech reset the right ucm board and the issue was resolved. Based on this information, no further action is required.